Event description:
The patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad during the index procedure. A dissection is reported to have occurred during the procedure. One endeavor sprint rx stent was implanted to the distal lad for treatment of the dissection. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (dissection).